Event description:
Broached for a size 1 tri-lock stem. Implanted size 1 hi tri-lock, which sat up 2cm and fractured the patient's femur. Surgeon put cables on, then put another size 1 hi tri-lock stem in, and complained that, too, sat up.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Broached for a size 1 tri-lock stem. Implanted size 1 hi tri-lock, which sat up 2cm and fractured the patient's femur. Surgeon put cables on, then put another size 1 hi tri-lock stem in, and complained that, too, sat up. Related dimensional inspection of the returned stem and broach finds no discrepancy from requirements that would contribute to the reported problem. Device history record review was performed for both the returned and implanted tri-lock stem lots 212856 and 206151. No related deviations or anomalies were identified. Surgeon technique is suspected to be a factor in the problems experienced. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Broached for a size 1 tri-lock stem. Implanted size 1 hi tri-lock, which sat up 2cm and fractured the patient's femur. Surgeon put cables on, then put another size 1 hi tri-lock stem in, and complained that, too, sat up. Related dimensional inspection of the returned stem and broach finds no discrepancy from requirements that would contribute to the reported problem. Device history record review was performed for both the returned and implanted tri-lock stem lots 212856 and 206151. No related deviations or anomalies were identified. Surgeon technique is suspected to be a factor in the problems experienced. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.